Event description:
Deployment of the superior and ipsilateral attachment systems were successful. The contralateral graft limb did not deploy due to excess calcification. The surgeon performed an iliac-femoral bypass. The pt was released, but expired three days later.